Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous results between one serum sample tube and one plasma sample tube for one ivf patient tested for estradiol - e2 (estradiol ii). The results were reported outside of the laboratory. On (B)(6) 2015 the initial serum sample estradiol ii result was 916.20 pg/ml. The repeat plasma result was <5 pg/ml. The patient was also tested for lh, fsh, prl, prog on this date and those test results were acceptable. The physician questioned the estradiol ii results between the 2 tubes. On (B)(6) 2015 a new serum sample was obtained and the estradiol ii result was <5 pg/ml. The patient was also re-tested for lh, fsh, prl, and prog on this date and those test results were again acceptable. On (B)(6) 2015 the initial serum sample from (B)(6) 2015 was repeated and the estradiol ii result was 2198.0 pg/ml. The lh, fsh, prl, and prog test results were acceptable. No adverse event occurred. The e601 instrument serial number was not provided. Calibration and quality controls were acceptable. The physician performed repeatability testing between 3 e601 instruments and the results were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Based upon the information provided, possible root causes may be related to a contamination of the initial serum sample or a pre-analytic issue. This could not be confirmed as additional information was not provided.